Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, as well as, undersensing and diminished r-waves. It was determined that the lead slack had pulled back into the shoulder. The lead was revised, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.